Event description:
It was reported that a device was used during a cervical hysterectomy. It was reported device did not disengage. Another device was used to complete the case. There was no consequence to the pt.